Event description:
During omega ti surgery, the surgeon inserted the locking screw into the side plate screw hole. However, the tip of locking screw broke. Therefore the surgeon inserted the locking screw in another screw hole. And the tip of screw broke again. The surgeon was not able to remove the tip of broken screw. Afterwards, the surgeon inserted screw using screw tap.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screws broke could be confirmed since the returned devices match the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. Too much torque was applied, the bone should have been very hard since the surgeon reported he completed the surgery successfully using a screw tap. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The operative technique reads: a 4.5mm tap is available, to pre-tap in extremely hard cortical bone. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During omega ti surgery, the surgeon inserted the locking screw into the side plate screw hole. However the tip of locking screw broke. Therefore the surgeon inserted the locking screw in another screw hole. And the tip of screw broke again. The surgeon was not able to remove the tip of broken screw. Afterwards, the surgeon inserted screw using screw tap.

Manufacturer narrative:
Evaluation summary: the reported event that the screws broke could be confirmed since the returned devices match the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. These devices are not intended to be used in combination with omega plates. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During omega ti surgery, the surgeon inserted the locking screw into the side plate screw hole. However the tip of locking screw broke. Therefore the surgeon inserted the locking screw in another screw hole. And the tip of screw broke again. The surgeon was not able to remove the tip of broken screw. Afterwards, the surgeon inserted screw using screw tap.